Manufacturer narrative:
Thus-far, attempts by adc to retrieve the product have been unsuccessful. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings and developed symptoms of disorientation and excessive sweating so he went to the hospital. The customer was treated with a glucose injection by his healthcare provider for hypoglycemia. There was no report of death or permanent injury associated with this event.